Manufacturer narrative:
Part analysis: the report of the drawer that will not stay closed was confirmed by fse. According to wo (B)(4): the fse reported that drawer 4.2 latch block mounting studs broken. Replaced drawer assy. Tested in app. Laboratory inspection confirmed that the received drawer did not present any obvious physical damage, deformation, or contamination on the drawer housing, latch mechanism, or connector interface. During laboratory testing it was the drawer open sensor mounting block studs were broken off and there was nowhere for drawer to latch closed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported drawer that will not stay closed was identified and attributed to broken studs on the drawer sensor mounting block.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the drawer 4.1 was failed to stay closed. The user was not able to remove medication for patient. As per part investigation, it was determined that broken studs on the drawer sensor mounting block. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the drawer 4.1 was failed to stay closed. The user was not able to remove medication for patient. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to stay close. A field service engineer (fse) found that the latch block mounting studs on drawer 4.2 were broken. To resolve the issue, the fse replaced the entire drawer assembly. The system functioned as intended after the field service engineer repaired the device.